Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the touchscreen was unresponsive, but the 5v and 12v voltages measure normally. The fse proceeded to plug and unplug the display connector, but it did not resolve the issue. The replacement of touchscreen was recommended to resolve the issue. It is likely that the malfunction found could have affected the device performance leading to the event experienced by the customer. The reported complaint was confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions.

Event description:
It was reported that before the procedure, the physician found the console energy was weak. The procedure was completed using the same device. There were no patient complications.

Event description:
It was reported that before the procedure, the physician found the console energy was weak. The procedure was completed using the same device. There were no patient complications.